Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 5mg/ml at 2mg/day and bupivacaine 10mg/ml at 4mg/day via a implantable pump. It was reported that the patient was experiencing less pain relief. The pump refill had higher than expected residual volume. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the physician attempted a dye study but was unable to aspirate. The actions and interventions taken to resolve the issue was surgery was performed to revise the catheter. The physician performed a catheter revision on the pump segment of the existing catheter. The catheter was tangled and kinked in the pump pocket. The physician removed old pump segment and attached a new pump segment. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.